Event description:
It was reported to the biomed that the external pulse generator (epg) was not working. It was also reported the epg tested fine. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.